Event description:
It was reported that a spectrum pump alarmed system error 105. It was also reported that there was no pt involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed but did not reproduce the system error 105. The eval determined the system error 105 was cuased by a seizing motor. The motor assembly was replaced.